Manufacturer narrative:
Section h6: type of investigation and investigation findings has been corrected. A stryker service representative was contacted by the customer over the phone. A stryker service representative informed the customer that the issue may have been caused by the user test being performed too soon upon powering on. However, the device was not returned to stryker for evaluation and the root cause could not be confirmed. The customer was able to clear the codes, pass the user test and was satisfied with this resolution and did not request an evaluation.

Event description:
The customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device deliver energy. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify but not able to duplicate the reported issue. After clearing the codes, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device deliver energy. There was no patient use associated with the reported event.